Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer was hospitalized on unknown date because she had a stomach bug and her blood glucose level was 682 mg/dl. Insulin pump was taken off when they got the insulin intravenous insulin at the hospital. Customer was off the insulin pump all night. This morning doctor had her put the insulin pump on and noticed blood glucose levels were going up. Customer did a correction with insulin pump and noticed blood glucose was still going up and they gave her an injection and blood glucose started coming down. Customer changed the site at hospital and since blood glucose continued to rise so when we got home she changed again and blood glucose was still high. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery because when they use insulin p[ump his blood glucose went high and when they treated with injections blood glucose came down. Insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using carelink. Device was received with the new style all black retainer still attached to the device case. No detached or missing retainer noted. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.